Event description:
Agent contacted technical solutions reporting a patient's pump that was no longer communicating with a clinician programmer. Agent reported that the patient also had been complaining that they could not use their patient therapy controller to deliver a bolus. Days later, the patient visited their doctor and an ultrasound procedure was performed, which confirmed that the patient's pump was not flipped. The patient stated that they had not sustained a fall. A volume check was performed on the device and no discrepancy was observed. Technical solutions informed the agent that an explant might be necessary.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device remains implanted and was not returned for additional evaluation and investigation. As additional physical investigation was not performed on the device, a definitive root cause could not be determined for the alleged issue. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).